Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: (B)(6) 2025 7:17 pm est / sg: out of range and bg 137 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 7:17 am user's sg was blinded as user's sg was below 40 mg/dl. A review of the alert history revealed that the user received multiple out of range low glucose alerts throughout the day. Bg could not be confirmed since none was entered. User did not seek medical treatment and believed that they were not having a low glucose event. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.a case (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo sensor data showed instability in reference and signal channels. Per case notes, the user also reported on the (B)(6) 2025 an infection at insertion sitem which could most likely contributed to the observed sensor inaccuracies. B4. Date of this report 25 june 2025. G3. Date received by the manufacturer? 25 june 2025. H6. Health effect - clinical code updated to 4582. H6. Component code updated to 510. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided which we confirmed as accurate after reviewing dms: · (B)(6) 2025 7:17 pm et / sg out of range - bg 137 mg/dl after dms review, we confirmed that the user received an out of range low glucose alert at 7:17 pm et, when the sg was below 40 mg/dl.the user didn't seek for medical treatment and didn't treat himself because he confirmed with his bg that he wasn't having a low glucose event.the user's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.